Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.

Event description:
During the pulsed field ablation atrial fibrillation procedure, blood leaked from the valve of the sheath and air was aspirated. The sheath was introduced into the left atrium, and the volt catheter was prepared following all the recommended steps. As recommended, the doctor held the proximal end of the agilis handle below the insertion site and inserted the volt catheter into the sheath (5-10 cm). When the catheter was inserted, some blood came out of the insertion valve of the agilis. An attempt was made to aspirate 20-30 cc of blood (before pushing the catheter further). At this time, air was mainly aspirated with the 50cc syringe. The process was tried again; pulling out the catheter, then inserting it again after doing again the last step of the catheter preparation with the tip straightener, and always properly flushing the agilis. Air was once again aspirated. The agilis sheath was replaced and the procedure was completed with no adverse consequences to the patient.